Event description:
Ous MDR - after an implantation period of about 6 months, it was reported that during an ICD upgrade procedure, a lead fracture was discovered on the old rv lead. There were no issues reported for this device.